Event description:
Rxsight was informed that a patient's light adjustable lens (lal, sn (B)(6), +20.0d) was explanted due to patient dissatisfaction. Rxsight's first awareness of this event was on 02/20/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).